Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, two units of packed red blood cells (prbc) were ordered for a hemoglobin (hgb) drop from 9.9 to 8.8. Suction events occurred and prompted a drop to p7. Additonally, there was impella in ventricle alarm. The physician decided to pull it back without echocardiogram. It was pulled back 6cm with no change in motor current. The physician kept pulling it back. Echo arrived at bedside and showed that the impella was no longer in the heart. The patient was also experiencing continuous bleeding at the groin access site. The patient was taken back to cvl to control bleed and possibly reposition pump. The groin bleeding prompted device explant. The procedural outcome was the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿